Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received external ram crc error and an unexpected restart. The customer¿s blood glucose level was unknown. The customer reported that there was a black circle on the screen. Customer reports they were able to clear the alarm. Customer was able to complete rewind the insulin pump. The customer performed troubleshooting and the alarm did occur. The customer reported that after inserting new battery the insulin pump alarmed unexpected restart. The customer was advised to continue to wear the insulin pump until the replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).